Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information and without the returned device to analyze, a cause for the reported difficulty lowering the gripper could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a prolapsed posterior leaflet. It was noted that when attempting to lower the posterior gripper, it would only lower to 45 degrees. Troubleshooting was performed and was successful. The clip was deployed and the mr was reduced to grade 1+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.